Event description:
It was reported to target that during the embolization of a sub-arachroid block aneurysm, the physician tried to change the position of the gdc coil, and when physician pulled it back, the coil broke. Part of the delivery wire was in the media cerebral artery, but it was possible to remove the coil with a retriever-10. This event did not cause any harm to the pt, who was reported in good condition after the procedure. No add'l intervention was required.